Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an impella interventional procedure. The sutures of the first proglide device were successfully preplaced using the pre-close technique. Reportedly, during suture placement with a second proglide device, a cuff miss occurred. The sutures of a third proglide device were successfully preplaced using the pre-close technique. The sheath was upsized to 13f and the impella procedure was completed. The successfully preplaced sutures of the first and third proglide devices were tightened and an additional proglide device was used to achieve complete hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in- training in the pre-close technique. No additional information was provided.